Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 472 mg/dl. The customer did experience symptoms of high blood glucose value such as headache. The customer treated high blood glucose with manual injection. Based on customer¿s report customer did allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. Insulin pump was delivering insulin automatically. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that the insulin pump passed high pressure and displacement test, had hardware low level failures. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0874 inches. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 1 of the ambient light sensor. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing.